Event description:
It was reported that this implantable device was found to be operating in safety mode. The data was forwarded to boston scientific technical services and it was recommended that the device should be replaced as soon as possible to ensure proper therapy output. At this time, the device remains implanted and in-service. No adverse patient effects were reported.